Manufacturer narrative:
Section b3 date of event approximated based on the date the manufacturer became aware of the event. Section d2b additional pro codes, nhl, pjs. With the available information in the absence of the implantable pulse generator (ipg) and lead extension products being return, boston scientific concludes that the reported event of concentration of blood, swelling and suspected infection around the ipg implant site could not be established. A review of the manufacturing documentation for the deep brain stimulation ipg and lead extensions revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, labeling states that implant site complications such as pain, poor healing, redness, warmth, swelling and infection whether these problems require device removal and/or replacement are known risk with the use of deep brain stimulation. Based on all available information in the absence of products being returned, engineers concluded that the inadequate therapy could not be confirmed. Therefore, engineers concluded and identified probable cause is, cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a concentration of blood, swelling and suspected infection around the implantable pulse generator (ipg) and lead extension implant site. In the physicians opinion the patients symptoms were not device or procedure related, however indications on the potential cause were not provided. The patient underwent a procedure wherein the ipg and lead extensions were removed before completing the procedure. Analysis of the devices was performed as they were disposed by the facility. The patient did well postoperatively.